Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf) where review of the stored episode revealed instances where the initial delivery of a 31 and 41 joule shock were unsuccessful in converting the rhythm, however, the delivery of a second shock was successful in converting the rhythm. Additionally, noise was observed on the right atrial (ra) and right ventricular (rv) channels following shock delivery. The noise was oversensed, however, did not result in pacing inhibition. The noise was unable to be recreated in clinic. The patient underwent an upgrade to a cardiac resynchronization therapy defibrillator (crt-d). The device was explanted and the ra lead was surgically abandoned and replaced. Approximately two months later, an rv lead fracture was suspected, and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The lead was returned severed 12 centimeters (cm) from the is-1 pin, the proximal only segment was returned. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted the presence of set screw marks on all terminal connectors. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not confirm the reported clinical observations.